Manufacturer narrative:
D1 (brand name) and d4 (primary UDI number) were updated. No product returned. Thrombosis/thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Asae/hematoma/minor bleed: the cause of the access site adverse event was patient condition related as there was bleeding at multiple access sites.

Event description:
The complainant reported that bleeding and hematoma formation were observed around the right groin access site for the circulatory support pump, as well as around a separate catheter site in the right internal jugular area. Earlier in the day, the patient had undergone a percutaneous coronary intervention and later developed chest pain and electrocardiographic changes in the intensive care unit. The patient was returned to the catheterization laboratory and was found to have thrombosis of the recently placed stent, after which antiplatelet therapy was administered. The bleeding and hematomas were successfully controlled with manual pressure and a compression device, and follow-up laboratory testing was pending at the time of the report. No blood products had been administered. The circulatory support pump was later removed, and the patient survived the procedure. No additional information regarding device performance, patient condition, or expectations for product return was provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 56-year-old male with an indication for ami/cgs (acute myocardial infarction/cardiogenic shock) and a pre support clinical state consistent with scai stage e cardiogenic shock was supported with an impella cp device. During impella support, hematoma and bleeding were noted around the right groin impella access site. Hemostasis was achieved with manual pressure followed by application of a fem stop device; no blood was administered. Based on available information, the hematoma and bleeding events occurred at vascular access sites in the setting of recent pci, antithrombotic therapy, and later confirmed hit, all of which are known clinical risk factors for bleeding. An access site bleed was noted which is a known risk per our IFU (instructions for use) because of our anticoagulation and purge requirements. The patient survived to explant and the device will be returned for evaluation. Tr (B)(6) 2026

Manufacturer narrative:
This follow-up report is being submitted to update sections b5 and h6 based on information that was available at the time of the initial report but was not submitted. This information relates to heparin-induced thrombocytopenia. B5: updated to include information that was available but not included in the initial submission. The revised b5 now provides a complete and accurate event narrative. H6: health effect ¿ impact code e030202 (thrombocytopenia) has been added to reflect the information that should have been included in the initial report.

Manufacturer narrative:
Updated information: d4 catalog number. H6 component code changed from g04105 to g07001. The investigation for the thrombosis, thrombocytopenia, bleeding, and hematoma has been completed. The root cause of the thrombosis, hematoma, and thrombocytopenia was unable to be determined due to insufficient clinical details. The cause of the access site adverse event was patient related as the patient had a coagulation disorder (hit) and bleeding occurred at multiple access sites while receiving potent antithrombotic therapy.